Event description:
On (B)(6) 2010, I received hip resurfacing on my right hip. Shortly thereafter, pain developed. One year later, blood test revealed very high levels of cobalt (52) and chromium (37) ions in my blood. Originating surgeon advised the original device (stryker - coremet) needed to be removed. On (B)(6) 2011, I had revision surgery to traditional hip replacement. Original device caused approximately 33% of the femur to be necrotic, necessitating removal of the entire ball joint. Physical therapy (B)(6) 2010.